Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition, migration.

Event description:
Healthcar professional reported through the national breast implant registry "device migration/implant malposition, correction of asymmetry, ptosis". This record is for the left side. The device was explanted.